Event description:
A customer reported no vacuum during I/a portion of the surgery. The surgery was completed. There was no harm to the patient reported. Add'l info has been requested but has not been received.